Manufacturer narrative:
The device was not received for analysis.

Manufacturer narrative:
Patient's weight is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. UDI number is not available PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.